Event description:
It was reported that there was intermittent loss of v capture, and high thresholds. The lead was repositioned and good measurements were reported. When the lead was reconnected to the current device, the device measured high thresholds. Therefore, a new device was used with reports of good measurements. The lead was reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found.

Event description:
It was reported that there was intermittent loss of v capture, and high thresholds. The lead was repositioned and good measurements were reported. When the lead was reconnected to the current device, the device measured high thresholds. Therefore, a new device was used with reports of good measurements. The lead was reused. No patient complications have been reported as a result of this event.